Manufacturer narrative:
Date of birth: patient was born in 1930. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left internal mammary artery (lima) graft. During a performing a percutaneous coronary intervention, the guidezilla was advanced; however, the device broke into two pieces at the collar transition. The procedure was completed by utilizing a snare to remove the broken device from the patient. No patient complications were reported and the patient status is fine.